Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the video submitted for evaluation. The reported issue was confirmed upon inspection of the video. The root cause could not be determined with certainty without the sample as the defect can be created in both user environment and manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that 4 bd q-syte¿ micro bore extension sets were found damaged. The following information was provided by the initial reporter, translated from chinese to english: "during using, the diaphragm of the joint was depressed, and the green claim is settled."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd q-syte¿ micro bore extension sets were found damaged. The following information was provided by the initial reporter, translated from chinese to english: "during using, the diaphragm of the joint was depressed, and the green claim is settled"